Event description:
Account biomedical engineer called boston scientific on (B)(6) 2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On (B)(6) 2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.

Manufacturer narrative:
There is no allegation that the adverse event is related to a malfunction of the device. The maestro controller, maestro pod and the footswitch are expected to be returned and will be evaluated.

Event description:
Account biomedical engineer called boston scientific on (B)(6) 2010 stating that she was requested to check on the maestro system due to a patient death. There were no other details provided. On 05oct2010, bsc sales representative made a follow-up and reported: "during the case the generator had a d03 error that was determined to be caused by a faulty ground pad. The ground pad was replaced and the case continued without any further errors. The patient expired two hours after the case due to respiratory complications". She was asked to test the maestro system and she performed an in-service with her tester box. The maestro system performed as expected.

Manufacturer narrative:
The reported event involving a "patient death" was not determined to be attributed to the foot switch in this complaint. The foot switch was returned in overall good condition. Visual inspection did not find any problems with the foot switch. The device was functionally tested by connecting it to a maestro rf generator and performing rf delivery with a blazer catheter. The foot switch was activated and released several times. The device properly started delivery of rf when the foot pedal was depressed and stopped rf delivery when the foot pedal was released. The foot switch operated as intended with no defects found. There were no similar complaints reported with this device.